Event description:
It was reported by service report that the stretcher drive was starting out slow, then it would increase in speed on its own. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: load cell.